Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have one blades broken at the base. A piece measuring approximately 2 mm x 10.56 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument had defective tip. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a da vinci surgical procedure, the tip of harmonic ace instrument became loose but did not completely detach, remaining attached to the device. The instrument was inspected prior to use, showing no visible damage, and had been in use for about one hour when the issue arose during a grasping task. The surgeon noticed functionality issues and attributed the breakage to the fragility of the instrument's wrist, although no collisions with other instruments occurred.